Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. " and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01470/-01471/-01472/-01473).

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a right hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on an unknown date due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed a right hip revision on (B)(6) 2013 due to loosening of femoral component. The patient's operative report noted fluid, no evidence of metal staining, and easy removal of the stem. The stem, modular head and taper adapter were removed and replaced. The acetabular cup was noted to be stable and remained implanted.

Event description:
Legal counsel for the patient alleges that patient underwent a right hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on an unknown date due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.